Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2158-50, serial: (B)(4), batch: 16613516.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. Additional information was received that the explanted products were not returned.